Event description:
The customer reported that images failed to initially detect an adrenal tumor. The tumor was detected on a subsequent scan that was performed following a pre-planned surgery. It is not known how long the tumor went undetected. This MDR is being submitted as an adverse event as the available info reasonably suggests that the initial scan could have initially prevented, delayed or altered treatment. Philips was unable to obtain info on the outcome of the pt's treatment for the adrenal tumor.

Manufacturer narrative:
The investigation determined that poor pt positioning contributed to the artifact in the initial scan. This allegedly inhibited detection of the tumor. The need to use correct pt positioning to improve image quality and minimize this artifact is documented in the instructions for use. This was reviewed with the physician prior to the event and again, as a result of the event. The need for this MDR was identified during a retrospective review of complaint records. (B)(4).